Manufacturer narrative:
The exact date of explant is unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-06836, reference MFR. Report#: 1627487-2018-06841. It was reported the patient¿s entire scs system was removed in (B)(6) 2018 (exact date is unknown), due to an infection. The site of the infection is unknown at this time. The patient was later implanted with a new system on (B)(6) 2018.